Manufacturer narrative:
Additional information: a2 patient age, a4 patient weight, b7 relevant history. Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were reviewed for the available lot number; the device was found to be within specification at the time of production. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That an as enduro femoral component cemented f1l (part # nb014z) was implanted in a patient on (B)(6) 2021. According to the complainant the patient currently presents with tibial base plate loosening and continued left painful knee arthroplasty. Reportedly a revision procedure was scheduled for (B)(6) 2024. The adverse event is filed under aic reference (B)(4). Associated medwatch reports: 2916714-2024-00186 (aic reference no. (B)(4)), 2916714-2024-00187 (aic reference no. (B)(4)), 2916714-2024-00188 (aic reference no. (B)(4)), 2916714-2024-00189 (aic reference no. (B)(4)), 2916714-2024-00190 (aic reference no. (B)(4)), 2916714-2024-00191 (aic reference no. (B)(4)).